Event description:
Reportedly, a 23 mm valve was explanted after an implant duration of approximately 4 years and 9 months (57.63 months) due to aortic stenosis (as). The customer reported that a 23mm aortic valve was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) on (B)(6) 2008. After an unknown period of time, the patient started to receive dialysis treatment. Around (B)(6) 2013, symptoms of aortic stenosis appeared. On (B)(6) 2013, symptoms of pulmonary congestion caused by aortic stenosis were observed during the patients follow up in the hospital. On (B)(6) 2013, the device was explanted and replaced. Mitral annuloplasty (map) with a physio ii ring, model 5200m was also performed to correct mitral regurgitation (mr). The customer commented that this explant was not expected and was not device related.

Manufacturer narrative:
Model number: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Evaluation summary: customer report of stenosis was confirmed. Heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 1 and 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. Leaflet 3 had a tear at commissure 1, tear measured approx 3mm. A hole was also observed on the cusp of leaflet 2, hole measured approx 3mm x 1mm. Calcification was visible at the regions of the tear and hole. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Commissure 1 and wireform was exposed on the outflow aspect. Sewing ring was cut. The x-ray demonstrated calcification. Method: x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The health care provider indicated the patient was under treatment by dialysis for an unknown period. No additional information or echocardiography is available. Conclusion: the evaluation confirmed the customer's report of stenosis. Calcification and host tissue overgrowth restricted mobility of the leaflets and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.